Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.

Event description:
The pt reported that in 2007, his blood glucose measured 302 mg/dl when he woke up and he bolused through his infusion device. He then began to feel sick and he changed all of his accessories and again bolused through his infusion device. After 4 hrs, his blood glucose returned to normal (level not provided). No further information is available. The infusion set was requested to be returned for eval.